Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigation. Failure analysis investigation found that the instrument pitch up cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis does not exhibit any damage or wear marks. The reported complaint of a broken cable does not itself constitute a reportable event. Recurrence of the alleged failure mode is not expected to likely cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. However, the broken pitch cable found during failure analysis investigation could cause or contribute to an adverse event if the malfunction to recur.

Event description:
It was reported during a prostatectomy da vinci procedure, a wire was sticking out from the maryland bipolar forceps instrument. The planned surgical procedure was completed. There were no missing or fallen pieces reported. No patient harm, adverse outcome or injury was reported.